Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 60mm thoracic aortic aneurysm on an unknown date. It was reported when the patient returned for follow-up, a CT performed revealed the patient had a ib endoleak. Additional treatment was performed five days later. Intraoperative CT confirmed the endoleak. Two stent grafts (vnmc3434c182tj and vnmc3434c90tj) were implanted. The endoleak was then resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.